Event description:
(B)(4) study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction and was referred for cardiac catheterization. The 99% stenosed, 6mm x 3.0mm, target lesion was a denovo lesion located in the saphenous vein graft (svg) to 1st obtuse marginal branch. The target lesion was treated with direct stent placement using a 3.00 mm x 8 mm pe plus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. During a one year follow-up phone call in (B)(6) 2013, the site was informed that the patient had died in march 2013 while getting out of bed. Cause of death is unknown. No autopsy was performed and a copy of the death certificate was not provided. No additional information regarding this event is expected.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).